Event description:
Ventilator shut off while on patient. Vent read internal battery failure. Patient was disconnected from vent and rn started to bag patient until I arrived and placed patient back on a new vent.